Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, the reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy, suture pulled until it breaks, or tensioning angle is not being coaxial due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
It was reported that suture placement with a proglide device was attempted in a common femoral artery via 5fr sheath using the preclose technique prior to an interventional procedure. Reportedly, the suture of the proglide device broke when attempting to deploy. An additional proglide device was used for successful suture placement using the preclose technique. The sheath was upsized to a 6fr and the procedure was completed. Hemostasis was achieved using the pre-placed sutures from the additional proglide device. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Event description:
Subsequent to the initial report additional information was received: it was reported that the proglide was not pre-placed and was used for arteriotomy closure of a common femoral artery via a 5fr sheath, after a peripheral angioplasty procedure. No additional information was provided.